Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was asleep and woke up feeling the pod was burning him so it was removed. No injury or skin issue was reported, and no intervention or treatment was needed. The customer reported he did not have any additional pods, and an hour after removing the pod he called the ambulance and was admitted to the hospital for blood sugar level of 1100. The physical device is not expected to be returned.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.